Event description:
We placed an rv lead successfully. An av node ablation was then performed. Lastly cs access was gained with the whorly system. While searching for a vein to implant the lv lead the patients bp dropped. An emergent echo was performed showing a pericardia! Effusion. A pericardiocentesis was initiated and fluid was pulled off the pericardium. The patient kept having pea events and CPR was initiated. Eventually the patient passed and time of death was called. In review of the flouro images an images was saved showing the wire in the cs outside of the cardiac shadow. This was believed to be the cause of the effusion. Follow-up mdt rep communication: "yes, the worley was thought to be the cause," (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).